Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented to the clinic for a gastrointestinal (gi) bleed, however the patient stated that when they lately touched their system controller, it was giving them a small shock. The patient's spouse stated they had felt it once as well. The patient stated it happened when attached to battery or wall power. It was noted that the patient did have an automatic implantable cardioverter-defibrillator (aicd). The patient was not having any other symptoms from this issue. Log files were submitted for review and captured several low voltage advisory events while using battery power. The photos showed some worn spots down the bare metal which may have been causing small shocks to the patient.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.